Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: 4.0 x 20 mm sis opn nc. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and de novo proximal left anterior descending artery. Implantation and post-dilatation was successful using a 4.0 x 28 mm xience sierra stent and an unspecified nc balloon catheter. In the optical coherence tomography (oct) a small dissection was observed at the distal edge of the stent. A decision was made that treatment was not needed for such a small dissection. There was no clinically significant delay in procedure and no adverse patient sequelae. No additional information was provided.